Event description:
Epidural catheter placed pre-op in or for post-op pain control. When test dose done, pt began to "pass out," and was actually flat-line momentarily, but responded to IV medication immediately.